Event description:
During service by baxter, the infusion pump was found to contain an inoperable channel c pump head module select button. No patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
Evaluation summary: the pump was returned to baxter for service. During service evaluation, a baxter technician found an inoperable channel c pump head module select button. The channel c pump head module keypad was replaced to fix the problem. The pump was returned to the customer fully operational. This issue is being investigated under CAPA.